Event description:
The device was used during a lobectomy, the device staples will not release. The device would not staple with the inital reload present in. Another reload was used, but had same problem. Another stapler was used to complete the case. No patient consequence.